Event description:
Medtronic received information that pump error 38, pump error 43 occurred. There was an allegation of hyperglycemia as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6). (B)(4). S/w 3.18e. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test.sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alarm noted during testing. No unexpected pump error 38 or pump error 43 noted. The motor was tested out side the device and passed.